Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite for further investigation. The fse confirmed that the device turns on automatically. The fse obtained the diagnostic reports and the logs displayed several instances of automatic startups and shutdown. The fse installed a replacement power management (pm) printed circuit board assembly (pcba) but the issue was not resolved. The fse then swapped in a user interface (ui) pcba and confirmed this had resolved the issue. The fse swapped in a ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit is automatically turning on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The repair approval for bench repair has been sent to the customer.